Manufacturer narrative:
Film evaluation summary; the cause of the reported inaccurate delivery of both implanted devices, the proximal end of the devices slipping 15 ¿ 20mm distal to the intended target, could not be determined from the pre-implant films provided. Images during implant were not available for review; therefore, the reported events could not be assessed. Post-implant CT¿s were also not provided and the implanted stent graft in-vivo configuration could not be reviewed. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. It is unclear if the location of the taa on the greater curve of the aortic arch may have contributed to the events. This may have been caused by an unknown anatomical and/or procedural issue. A device issue cannot be ruled out as a potential cause. However, the delivery systems were discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 180mm dissection and 58 mm thoracic aortic aneurysm. It was reported that during the procedure while deploying the stent graft vnmf4040c223tu the device ¿slipped¿ 15-20mm distally of the intended landing zone. The stent graft was 25% deployed at this point. It was reported that the stent graft was deployed according to the IFU with forward pressure maintained on the stiff wire and the delivery system. The mean blood pressure was also dropped to 45mhg. The freeflow stent was also released after the rest of the stent graft had been deployed. A second valiant navion stent graft vnmf4040c183tu was then placed proximally. It was reported that this stent graft was also deployed in the same manner as the first stent graft, but this also deployed 5mm lower than intended. It was reported that the physician pushed forward quite a bit but still could not keep the device from migrating during deployment. Post deployment angiogram showed no endoleak. As per the physician, the cause of the event was likely due to the location of the aneurysm on the greater curve of the aortic arch. The physician also reported that he didn¿t think it was the device and there was probably nothing that could have been done to prevent the device form prolapsing into the aneurysm. No additional clinical sequelae were reported and the patient is fine.